Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report: 1 of 2: reference MFR report: 1627487-2012-09948. It was reported the pt has been experiencing ineffective stimulation. Reprogramming produced nerve root stimulation. The pt also reported experiencing heating at the ipg pocket site while attempting to recharge the device. Surgical intervention is pending to address the issue.